Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient reportedly fell, causing an opening to the incision site. On (B)(6) 2023 the patient underwent explant of the rns neurostimulator and two depth leads. Treatment included a six-week treatment of antibiotics. This was diagnosed as a deep incisional infection. Cultures were positive for staphylococcus.